Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient had a system failure lvad alarm and his controller did not respond upon attempted interrogation. The patient had subtherapeutic inr and so the controller was not able to be immediately exchanged. The patient was then admitted for anticoagulation and equipment exchange. No further information was provided.

Event description:
Related manufacturer report number: 2916596-2020-00836.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of subtherapeutic inr could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6) could not be conclusively established. It was reported that the patient presented for his routine follow-up on (B)(6) 2020 and experienced an alarm while undergoing an echocardiogram. The controller was not able to be exchanged in the office due to subtherapeutic inr, so the patient was admitted for anticoagulation and equipment exchange. It was later reported that the subtherapeutic inr resolved on (B)(6)2020. The reported alarm is addressed via the investigation of the returned system controller, serial number (B)(6) (reference (B)(4). The patient remains ongoing on (B)(6) and no further issues have been reported at this time. Heartmate 3 lvas IFU provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.